Manufacturer narrative:
The device has not been returned received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's glucose reached 17.1 mmol/l (307.8 mg/dl) while wearing the pod between 1 and 4 hours on the abdomen. Upon inspection, it was noticed that the cannula was not properly inserted into the skin. A manual insulin injection was administered to treat the hyperglycemia and a new pod was applied.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. The soft cannula measured the correct full length according to specification and did not appear damaged. No damages or defects were observed in the fluid path or needle mechanism that would inhibit the soft cannula from properly inserting into the infusion site. A root cause for the reported not properly inserted cannula could not be determined.